Event description:
Upon interrogation of the device, a ram map appeared and a warning page of "detection of an arrhythmia is ongoing". Pt was not in an arrhythmia. Prior to the st. Jude medical representative's arrival, the nurse had observed a device parameter error message. An unsuccessful attempt was made to reprogram the ICD. When the ram map was faxed in, several unprogrammable parameters had changed. It is suspected that a data base was reading/writing incorrect ram values. St. Jude medical advised the physician to explant the device.